Event description:
Alcon intraocular lens implanted in left eye in 2007. Patient did not tolerate implant. Physician questions if lens is defective verses patient intolerant to brand. Replace explant with an amo brand.